Event description:
It was reported by the clinician that the extension tubing that is packaged with the statlock has come apart. The tubing is separating from the stopcock or the luer lock connection. There have been no pt complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval. This is one of 3 records reflecting multiple occurrences (B)(4). Additional occurrences are documented as MDR #1036844-2009-00080, MDR #1036844-2010-00078. Until july 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from january 1, 2009 through july 27, 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the follow-up for this MDR.